Manufacturer narrative:
The reported events of premature battery depletion and high current were confirmed. Interrogation of the device revealed the device was in normal battery range and high leakage current. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing revealed high current drain from the hybrid. An anomalous analog integrated circuit on the hybrid was found to be the root cause of the high current drain and premature battery depletion.

Event description:
It was reported that the patient presented in-clinic for a follow-up check. Upon review, the exhibited premature battery depletion and high current drain. The pacemaker was explanted and replaced. Patient was stable.